Event description:
A (B)(4) distributor contacted zoll customer support about a pt reporting that the electrode belt had a damaged cable.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (damaged cable) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the rear-2 therapy pad (te) wire was pulled from cable connecting the distribution node (dn) to rear therapy pad (te), damaging the cable. The root cause of the damaged cable cannot be positively identified, but is likely due to excessive force. No adverse resulted from the damaged belt.